Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained post-paced t-wave oversensing was observed. The patient was recommended for remote monitoring, and programming changes were made.